Manufacturer narrative:
A review of the complaint database did not reveal a history of a recent fluid leak or indication of a breach in aseptic technique. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the pt's investigation. Related mdrs: 1713747-2014-99950 and (B)(6).

Event description:
A peritoneal dialysis (pd) pt reported having peritonitis. After a f/u phone call with the pt's pd nurse, it was discovered the pt had a positive culture for peritonitis and was prescribed antibiotics. The pt did not go to the hosp. The pt did not experience any other complications.